Manufacturer narrative:
The autopulse platform was returned to service for analysis. The reported issue was confirmed. Review of the archive data shows ua2(compression tracking error), ua20(position out of range), ua21(position change does not coincide with motor direction), and ua45(not at "home" position after power-on/restart). The ua2 and ua21 are caused by weak batteries. The ua20 and ua45 were caused by the lifeband not being fully retracted. No problem was found during functional testing. The platform was ran with a test battery and a manikin for 10 minutes with no problems observed.

Event description:
Complainant alleged that the autopulse resuscitation system was unable to perform compressions and displayed the following user advisories ua 45 (not at "home" position after power-on/restart), ua 21 (position change does not coincide with motor direction), ua 20 ( position out of range) and ua 02 (compression tracking error). Unit has not been in use for about a year. Date of event is unknown. There was no report of any patient involvement. No additional details were provided.